Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft1133 showed six other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported the nurse performed the insertion of the PICC and at the end of the procedure, at the time of the flow and reflux test, when she infused the 0.9% saline solution using a 10 ml syringe, it was observed that the catheter was leaking, as there was a hole in it. The leaking PICC was removed and a new PICC was inserted.